Manufacturer narrative:
The pump powered up properly after battery installation. No blank display noted. The pump passed the self test, sleep current measurement, active current measurement, rewind test, prime/seating test, basic occlusion test, occlusion test, force sensor test, displacement test, and the delivery accuracy test. Pump trace download analysis confirmed the pump alarmed low battery and power loss. The power management tool indicated abnormal behavior of the lithium backup battery loaded voltage as shown on the power management graph and confirmed low battery and power loss alarms due to connector resistance on the electrical board. After disconnecting and reconnecting the internal battery connector on the electrical board, the pump was monitored and functioned properly. No unexpected blank display or powering off noted during testing.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that they experienced high blood glucose of 525 mg/dl as well as insulin pump had power loss alarm with blank screen. Customer¿s current blood glucose is 274 mg/dl. The customer treated with the bolus. Troubleshooting was done for high blood glucose and under delivery. The drive support cap appears normal. The customer was neither in the emergency room, nor admitted into hospital as a result of high blood glucose. The insulin pump will not be returned for analysis